Event description:
It was reported that during procedure, the fiber started to make noise and then it burnt out. After the noise, it was noticed that the connector was damaged. The fiber and the blast shield were changed. The case was completed with the second fiber without patient complications. The fiber was returned and analysis identified a fiber body break.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone . Upon receipt of this fiber at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual analysis of the device identified the fiber had three fracture locations that were being held together by the fiber jacket. When the fiber was removed from the bag, the fiber broke at one of the fracture locations. Microscopic inspection of the tip indicated it was degraded. The fiber connector exhibited burn marks on the face. When the fiber was connected to vp20 system, the aiming beam could not be observed due to fiber body break. The console read, treatment used: 3 treatment left: 7. The as reported burnt out fiber and damaged connector events were confirmed as analysis identified a fiber body break, a connector with burnt marks and a degraded fiber tip. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. Furthermore, the aiming beam can become misaligned and may overheat the connector. In this case, the customer mentioned that the blast shield needed to be changed which means it was damaged. The damaged blast shield likely led to the overheating of the connector and burn marks. In addition, it is likely that procedural handling of the device during set-up and reprocessing, and during use may have contributed to the fiber body break. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, the user is instructed to not use the device and return it to the supplier for replacement. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure, the fiber started to make noise and then it burnt out. After the noise, it was noticed that the connector was damaged. The fiber and the blast shield were changed. The case was completed with the second fiber without patient complications. The fiber was returned and analysis identified a fiber body break.

Event description:
It was reported that during procedure, the fiber started to make noise and then it burnt out. After the noise, it was noticed that the connector was damaged. The fiber and the blast shield were changed. The case was completed with the second fiber without patient complications. The fiber was returned and analysis identified a fiber body break.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual analysis of the device identified the fiber had three fracture locations that were being held together by the fiber jacket. When the fiber was removed from the bag, the fiber broke at one of the fracture locations. Microscopic inspection of the tip indicated it was degraded. The fiber connector exhibited burn marks on the face. When the fiber was connected to vp20 system, the aiming beam could not be observed due to fiber body break. The console read, treatment used: 3 treatment left: 7. The as reported burnt out fiber and damaged connector events were confirmed as analysis identified a fiber body break, a connector with burnt marks and a degraded fiber tip. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. Furthermore, the aiming beam can become misaligned and may overheat the connector. In this case, the customer mentioned that the blast shield needed to be changed which means it was damaged. The damaged blast shield likely led to the overheating of the connector and burn marks. In addition, it is likely that procedural handling of the device during set-up and reprocessing, and during use may have contributed to the fiber body break. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, the user is instructed to not use the device and return it to the supplier for replacement. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.